Manufacturer narrative:
Investigation was made on the manufacturing records for the informed lot number and no abnormality was find. As there are no parts to be tested, we're not able to find the root cause. Therefore, the complaint is considered unjustified. Email from customer confirming no samples available for return attached

Event description:
The customer advised that the burs are breaking very easily. They are breaking almost as soon as the office begins using them.

Event description:
The customer advised that the burs are breaking very easily. They are breaking almost as soon as the office begins using them.

Manufacturer narrative:
This is an inital report. Further updates will be made once the defective device is returned for evaluation.